Event description:
According to the reporter, the device does not power on with ac or battery power. There was no report of pt use associated with the reported incident.

Manufacturer narrative:
Physio-control supplied power supply assembly parts info to customer for repair.